Event description:
Reporter stated pt's infusion set leaking. Reporter had pt try 3 different infusion sets from the same lot and still observed leaking. Reporter disposed to box and changed pt to a different type of infusion set. Pt's blood glucose was not affected. No treatment was needed.